Manufacturer narrative:
(B) (4).

Event description:
The pt experienced pain in the stomach area and vomiting. He was seen in the emergency room and was admitted to the hospital last week for 1 to 2 days. He also had diarrhea after every meal. While in the hospital, the attending physician reviewed the blood work and reported that it was "viral". The pt noted that it was "not viral" because the symptoms had started after the implant of the device. The pt was at home in fair condition and was re-directed to his physician. Further info was requested from the healthcare professional.